Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer determined to not address the repair as they do not use this system in this capacity. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.